Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and device displayed shock impedance measurements of greater than 125 ohms. The impedances had risen slowly over time. The patient was to be seen in clinic in the future for further testing. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the patient was seen for device testing where a 1.1 joule and 23 joule commanded shock were delivered with resulting impedances in the 70 ohm range. The system remains in service. There were no additional adverse patient effects reported.